Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) fell out of the device shaft when it was removed. Depression of the button was difficult but the button was ultimately able to be fully pressed. Manual compression was used instead. There was no reported patient injury. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath, with no difficulty connecting the vascular sheath introducer to the device. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, the indicator wire cowling locked against the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator, and there was no difficulty deploying the plug. There was no pulsatile bleeding at the puncture site immediately after removal of the exoseal vcd and sheath, and the exoseal vcd and vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after the deployment button was pressed. The deployment button was pressed when the indicator was showing black-black. A retrograde approach was used, and the exoseal vcd was utilized during an interventional procedure by a trained user, with the device stored and prepared according to the IFU. There were no visible signs of device or package damage prior to use. A non-cordis catheter sheath introducer was used. Angiography confirmed femoral artery suitability including a 30¿45-degree insertion angle, vessel diameter was verified to be =5 mm, and the puncture site showed no visible calcium or plaque, no stent near the site, and no stenosis greater than 50%. The target femoral site had not been previously closed with a closure device or manual compression within the prior 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 complaint conclusion: as reported, the plug of a 6f exoseal vascular closure device (vcd) fell out of the device shaft when it was removed. Depression of the button was difficult but the button was ultimately able to be fully pressed. Manual compression was used instead. There was no reported patient injury. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath, with no difficulty connecting the vascular sheath introducer to the device. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, the indicator wire cowling locked against the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator, and there was no difficulty deploying the plug. There was no pulsatile bleeding at the puncture site immediately after removal of the exoseal vcd and sheath, and the exoseal vcd and vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after the deployment button was pressed. The deployment button was pressed when the indicator was showing black-black. A retrograde approach was used, and the exoseal vcd was utilized during an interventional procedure by a trained user, with the device stored and prepared according to the IFU. There were no visible signs of device or package damage prior to use. A non-cordis catheter sheath introducer was used. Angiography confirmed femoral artery suitability including a 30¿45-degree insertion angle, vessel diameter was verified to be =5 mm, and the puncture site showed no visible calcium or plaque, no stent near the site, and no stenosis greater than 50%. The target femoral site had not been previously closed with a closure device or manual compression within the prior 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. One non-sterile 6f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received in the depressed position, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 6f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was in the black/white/red position. No additional anomalies were observed during this visual analysis. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed and the deployment lever was received in the depressed position. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported events of ¿plug inaccurate placement¿ and ¿deployment lever actuation difficulty¿ were not observed through analysis of the returned device as the device was received with the deployment lever fully depressed, the device fully deployed, and the plug was not returned for analysis. In addition, due to the nature of the complaint, the reported event cannot be evaluated since patient related events cannot be duplicated in the lab. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the events reported, as the returned device was received fully deployed with no plug returned. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿as per the (IFU), approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ based on the information available for review and product analysis there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.